Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot j70g04. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified. Device history review : the attached device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had recurrent dislocations. Changed the version, inclination and size. Doi: (B)(6) 2020. Dor: (B)(6) 2020; affected side: right hip.